Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On an unknown date, three year follow-up imagings identified an enlarging right common iliac artery (rcia) of unknown amount. No evidence of endoleak was identified. On (B)(6) 2016, an intervention was performed to treat the enlarging rcia, whereby an contralateral leg component was implanted for distal extension of the previously implanted contralateral leg component on the right side and landed into the right external iliac artery. Additionally, the aneurysm was coil embolized. The iliac enlargement was successfully excluded and the patient tolerated the procedure.